Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported that the customer was running patient samp le, and the left channel kept reading as 25. Customer repeated test 5 times and no change, and also had issues running the control tests. Customer cleaned up system and was able to run controls without issue. Customer recalcified the blue tops but the left channel was still reading at 25. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional info b5: medtronic received additional information that liquid and electronic (acttrac or heptrac) controls were used. Quality control is performed every 8 hours for electronic quality control(eqc) and 7 days for liquids. There was no error code associated with this issue and test results were not obtained, so no heparin administered based on the results. Medtronic received additional information that the customer called the service team prior to test the machine themselves. The customer does not want service at this time as they were unable to duplicate the issue and the instrument is working fine at this moment. No further action required additional info h6: updated the fdc (annex d) code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.